Event description:
The customer reported a bent pin. The device was not in use on a patient.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during visual inspection. J3 pins were bent.